Manufacturer narrative:
The customer declined the option to have their glidescope titanium lopro t4 reusable returned to verathon for evaluation. Since the device was not returned to verathon for evaluation, the cause could not be determined. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable, there were lines on the screen obstructing the image and then the image went completely out. The procedure was completed using a different verathon glidescope system, which was made available in about four (4) minutes. No harm to the patient or user was reported.